Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had ineffective therapy due to lead migration. In turn, the physician explanted and replaced the lead on (B)(6)2018. Therapy was reportedly restored post operatively.